Manufacturer narrative:
An investigation of the limb ischemia was conducted. The product and data logs were not possible to be retrieved, as the event occurred in 2018. When the clinical updates were reviewed the cause of the limb ischemia was determined to be due to native patient condition. The patient had underlying disease and was on vasopressors, along with suffering from right heart failure and kidney dysfunction. The failure mode will be monitored and trended.

Event description:
In 2018 a patient enrolled in (B)(6) registry had an impella cp placed for hemodynamic support for a coronary angioplasty. The support was proceeding when the impella limb was noted to be ischemic. The team performed a femoral to femoral external bypass. Years later, in 2021, the registry team reviewed this patient and documented the adverse event to be possibly due to the use of impella.